Event description:
The (B)(6) study adjudication committee agrees that the patient suffered elevated cardiac enzymes the day after the index procedure and was diagnosed with a non-q wave myocardial infarction. The original information received from the sapphire study indicated that the patient was admitted with asymptomatic with an 80% stenosis in the ostium of the left internal carotid artery. The lesion was pre-dilated after which the patient experienced a transient ischemic attack characterized by behavioral change and aphasia. The patient had full recovery with no deficit. The event lasted less than 24 hours. The patient did not require emergent carotid surgery. A 7 x 30 precise pro rx was implanted. An angioguard rx was successfully deployed and retrieved. The event was reported to be unrelated to the cordis product and the index procedure. The subject had a CT scan, MRI and neurology consult. The CT scan and MRI were both normal. The subject had returned to baseline by morning at which time the family remembered she had a similar reaction another time she had received the drug fentanyl. The neurologist documented a probable tia, however, the vascular team thinks now that this was a drug reaction. The patient was discharged two days later with no major adverse events. Additional information received from the account states that the carotid stenting was completed successfully and the patient tolerated the procedure well. In the post-op period she was noted to have some slurred and incomprehensible speech. It was felt that the patient had suffered some kind of neurological event. The patient underwent an MRI and CT of the brain and both were found to be negative.

Manufacturer narrative:
It was later revealed that by the patient's daughter that the last time the patient had received any fentanyl, she began to speak gibberish and no one could understand her. So this event was felt to possibly be related to the administration of fentanyl during the index procedure. She did well again during the post-op period where she was alert and orientated x3. The subject had returned to baseline by morning. The information states that the patient was set to be discharged post-op day 1 when she complained to the nurses of some chest pain. EKG and ck-mb's and troponin were ordered. All were found to be negative. The 12 lead EKG showed that it was normal sinus rhythm. Saturations did not drop. Her vital signs were all stable. She later stated that it felt more like heartburn at the time as opposed to chest pain. The patient was discharged two days post carotid stent implant on all her medications along with aspirin and plavix. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The cc has been updated to reflect receipt of the adjudication minutes. The adjudication minutes received indicated that the patient experienced a non-q wave mi the day after the index procedure and determined it to be procedure related. The information received from the sapphire study indicated that the patient was admitted with asymptomatic with an 80% stenosis in the ostium of the left internal carotid artery. The lesion was eccentric, ulcerated, with moderate calcification, but no vessel tortuousity. A 7 x 30 precise pro rx was implanted. An angioguard rx was successfully deployed and retrieved. The product was not available for evaluation. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Myocardial infarction is a known potential adverse event associated with any invasive procedure in which medical devices/products are inserted into the patients vasculature and manipulated to varying degrees and is listed in the IFU as such. Myocardial infarction (mi) or acute myocardial infarction (ami), commonly known as a heart attack is the interruption of blood supply to part of the heart, causing some heart cells to die. This is most commonly due to occlusion (blockage) of a coronary artery following the rupture of a vulnerable atherosclerotic plaque, which is an unstable collection of lipids (fatty acids) and white blood cells (especially macrophages) in the wall of an artery. There is no medical evidence to suggest a causal relationship between the stent implanted in the carotid artery and the reported mi. The inherent risk of the procedure combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event.